Event description:
A customer reported to beckman coulter (bec) that coulter act 10 hematology analyzer was dripping fluid from the probe after each sample run. The customer was wearing gloves, a face shield and a lab coat at the time of the incident. The fluid did not come into contact with skin. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. Msds was not reviewed, but there is an exposure control or risk management plan in place. Patient results were not affected. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The customer technical specialist (cts) had the customer clean the probe wipe and drain path using bleach. The instrument was rebooted and cycled. No further dripping from the probe was observed. Blood, diluent, act rinse, and control material is routed from the probe wipe assembly to the vacuum chamber. The root cause for the probe dripping is attributed to a clogged probe wipe drain path which was resolved by the customer cleaning the probe wipe and drain path using bleach. (B)(4).